Event description:
The red lever on the attune handle is cracked, lever spring is also flipped.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. The root cause is design related. Eco (B)(4) has been initiated to modify the design. (B)(4) was initiated to fully investigation handle breakage. All the affected attune impaction handles are limited to the hospitals and surgeons that are part of the attune cr fixed bearing phased release of implants and instruments, which is limited to the designing surgeon team. A health hazard evaluation was conducted with the recommendation to replace the impaction handles in the field with a modified trigger design and that the existing handles remain in the field for use by the designing surgeons since these surgeons were already made aware by depuy of the potential failure method until new design handles become available. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed